Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the forceps elevator could not be identified. A definitive root cause of the presence of foreign matter could not be determined. The event may be detected/prevented by following the instructions for use section sections below: chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedure olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not confirm the origin of the foreign material. Regarding pre-cleaning: the customer could not confirm whether there was a delay in start of precleaning and could not confirm that the forceps elevator was raised and lowered three times during immersion and aspiration. Regarding manual cleaning: the customer reported there were no abnormalities in the reprocessing accessories. Olympus medical requested confirmation that the endoscope was presoaked in detergent solution, the forceps elevator was brushed and the forceps elevator was flushed with detergent solution; the customer could not confirm these steps were completed. During device examination, the following issues were noted: the adhesive on the bending section was detached and cracked; the universal cord protector was scratched on the control section side; the universal cord was wrinkled; switch button 1 was scratched; the objective lens was scratched and cracked; the light guide lens was scratched; the connecting tube was scratched and dented; and the acoustic lens was scratched. Functional testing showed the device's bending angle in the up direction was outside of specifications and the up/down knob had excess play. Both issues were caused by wear of the angle wire. In addition, the device would relay an image with missing elements due to damage to the ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that evis lucera ultrasound gastrovideoscope's balloon would not inflate. The device was returned to olympus medical for evaluation. During evaluation foreign material was identified at the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to a patient reported.